Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low rectal resection, on ligation of blood vessels, the clip did not close. Used another device to complete the procedure. There was no patient injury.